Manufacturer narrative:
The returned device was inspected in our quality laboratory. During our analysis: - we observed the complete coil system was included with the device return; - we observed minor kinks along the body coil, approximately from the body coil gap to the detachment zone; - we observed minor kinks along the body coil, approximately 4.5cm and 20cm distal from the body coil weld; - we observed no damages to the detachment zone with the pet jacket, lead wire and solder joints intact; - we observed major kinks along the hypotube, approximately 15cm and 36cm proximal from the body coil weld; - we observed minor kinks along the hypotube, approximately 16cm and 17cm proximal from the body coil weld; - we observed major kinks along the hypotube, approximately 5cm and 25cm proximal from the first warning stripe; - we observed a major kink along the hypotube, approximately 24cm distal from the gold connector; - we observed the associated microcatheter was returned with the implant protruding outward of the distal tip; - we noted the implant was stuck inside the microcatheter as retraction attempts were met with high resistance; - we observed minor kinks along the microcatheter, approximately from the distal tip to the 30cm proximal of the distal tip; root cause of the advancement issues endured by the coil system cannot definitively be determined due to the damaged state of the return unit. Upon device return, we observed major and minor kinks along the hypotube and microcatheter. In addition, we observed the implant coil was protruding outward from the distal tip of the microcatheter and any retraction attempts were met with high resistance. It was reported that during the attempt to implant this coil, the physician felt resistance and possible stretching. The physician was unsure if the coil separated from the pusher wire during the procedure, removal, or packaging of the coil. From our observations, it's likely the resistance felt when attempting to deploy the coil can be attributed to damage to the implant, possibly caused by excessive tightening of the rhv or a kinked microcatheter. Moreover, it's likely the retraction attempts caused the sr thread to endure an overload in tensile stress leading to the detachment of the implant. Per the IFU, the user is to slowly advance the optima coil implant out of the introducer sheath and inspect the coil for any irregularities or damage. In addition, excessive tightening of the rhv can cause damage to the implant coil as this can cause the introducer sheath to pinch down on the implant and damage the coils within. Attempts made to advance the coil system while encountering introduction issues can cause further damage to the implant and the structure of the coil system. A review of the lhr indicated that the unit was free from visual damage, including the implant coil at the point of the 100% final inspection. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. One additional complaint against lot number f230400854 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend.

Event description:
It was reported that: "fistula embolization. This was to be the 2nd coil placed. Attempted to implant through a headway duo 156 (included in the return shipment). There was already a 9x65 anchored nicely in the target area. Physician attempted to implant this coil inside the 9x65. During the attempt, physician felt resistance and possible stretching. Was able to safely remove along with the headway duo, avoiding any injury to the patient. Microcatheter position was lost, however, and led to aborting the remainder of the procedure. Coil was packaged for returned and inspection by balt, and now appears to have separated from the pusher wire. Physician is unsure if the separation happened during procedure, removal, or during packaging. Please inspect for any evidence of stretching, detachment, or other issues." Incident report form submitted for this complaint indicates that no patient injury was sustained.